Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there was a gradual rise. Technical services (ts) provided reprogramming options and possible following actions. The lead remains in use. No adverse patient effects were reported.